Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The following sections were updated, g4, g7, h2, h4, h6 and h10. 1. The reported event was not able to be confirmed as product was not returned for evaluation. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the instruction manual was performed and it was confirmed the instruction manual gives instruction for troubleshooting of the product in paragraph 9.2. This may resolved the reported phenomenon. Specifically the IFU states; the endoscopic image on the monitor is reddish. The instruction manual (9.2 troubleshooting guide) for the cv-190 contains the following description. Therefore, it is presumed that the event in question can be prevented. Irregularity description - the color tone of the endoscopic image is unusual. Possible causes. (1) the color tone is set improperly. (2) the video signal format to the hdtv monitor is set improperly. (3) the white balance is incorrect. (4) the observation mode is the optical-digital observation mode. (5) the monitor cable is connected incorrectly. (6) a wire in the monitor cable is disconnected. (7) the phase setting of the monitor is improper. (8) the chroma setting of the monitor is improper. (9) the color temperature setting of the monitor is improper. Solution. (1) set it properly as described in section 7.5, ¿color tone adjustment¿. (2) set it properly as described in¿¦¿output format¿ tab¿ on page 118. (3) adjust it properly as described in section 6.5, ¿white balance adjustment¿. (4) set it to the wli observation mode as described in the instruction manual for the light source or section 7.9,¿changing the observation mode¿. (5) connect the monitor cable properly as described in section 3.6, ¿connection of the monitor¿. (6) replace the monitor cable with a new one. (7) set a proper phase setting as described in the instruction manual for the monitor. (8) set a proper chroma setting as described in the instruction manual for the monitor. (9) set a correct color temperature as described in the instruction manual for the monitor b. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. Although the details are unknown because this product was not returned to repair department, it is presumed that the event was likely caused by any of the following. - the failure occurred due to aging degradation of the parts because more than 7 years had passed since manufacture. - the color tone was set improperly. - the video signal format to the hdtv monitor was set improperly. - the white balance was incorrect. - the observation mode was the optical-digital observation mode.

Manufacturer narrative:
The biomed at the user facility reported that prior to troubleshooting, the video cable and the monitor were in good working conditions. The color issue was traced back to the loaner processor. The device is to be returned to the manufacturer for replacement. If additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported that during troubleshooting on a video system center, a reddish tint was observed on the monitor image. No patient harm or injuries were reported. No additional information has been obtained.